Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. Visual evaluation along with comparison against the product technical drawing was conducted, and the set was observed to be assembled within internal specifications. Thereafter, the set underwent functional leakage testing, and leakage was present between the female luer lock adapter and the tubing. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the bonding process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: cracked tubing/leaking. Detailed inquiry description: the tubing seemed to be cracked/leaking near the hub, thus having blood leak out onto the tubing, patient and nurse.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.